Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the ethicon product involved caused and/or contributed to the postoperative complications described in the article? If yes, please explain. Does the surgeon believe there was any deficiency with the ethicon product used in this procedure? If yes, please explain. Has the complaint been previously reported to ethicon? If yes, please provide complaint number citation: the american journal of surgery. 2015; 209: 695-702. Doi: http://dx.doi.org/10.1016/j.amjsurg.2014.04.017. (B)(4).

Event description:
It was reported via journal article: "title: assessing complications and cost-utilization in ventral hernia repair utilizing biologic mesh in a bridged underlay technique" author: marten n. Basta, bs; john p. Fischer, md; stephen j. Kovach, md citation: the american journal of surgery. 2015; 209: 695-702. Doi: http://dx.doi.org/10.1016/j.amjsurg.2014.04.017. The inability to re-approximate fascia in complex ventral hernia (cvh) repair remains challenging. Single-stage bridging reconstructions have been reported, however, with high rates of recurrence and wound complications. The authors described a single-surgeon experience with bridging biologic cvh repair. A total of 37 patients (21 male 16 female patients) underwent a bridged biologic mesh ventral hernia repair and were included in the study. Average age at repair was 53 years, and bmi averaged 31.1 kg/m2. During the surgical procedure, the scarpa¿s fascia is re-approximated with interrupted vicryl 0 sutures, deep dermal interrupted vicryl 3-0 sutures are placed, and the skin closed with interrupted prolene 2 0 vertical mattress sutures alternating with skin staples. Reported complications included seroma (n-3), wound dehiscence (n-13), wound infection (n-8), septicemia (n-7), hernia recurrence (18.9%), abdominal compartment syndrome (n-2) which required temporary opening of the skin incision with either skin-graft coverage or wound vac therapy. It was reported that 3 patients required subsequent operative intervention (enterotomy repair and vac therapy [n-1], wound debridement and subsequent vac placement [n-2]). It was concluded that post-operative wound infection was strongly associated with hernia recurrence, leading to substantial increases in cost. While definitive conclusions cannot be made, our results suggest patients with post-operative wound infections may benefit from closer surveillance and more aggressive wound care.